Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing and gear wheel 3. Logs indicated the drugs were dilaudid 40mg/ml at 8.381mg/day, fentanyl 2,450.0mcg/ml at 513.3mcg/day, baclofen 400.0mcg/ml at 83.81mcg/day, and clonidine 100.0mcg/ml at 20.95mcg/day.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported a motor stall occurred. The patient noted the pump started alarming. The office interrogated the pump and found the pump had stalled. The stall date was unknown. Interventions/actions taken to resolve the issue included a replacement of the pump. The issue was resolved at the time of this report. The patient status at the time of this report was "alive - no injury". The patient status after the device was removed was noted as recovered without sequela. Follow-up was being conducted to obtain the drug being delivered via the device. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.